Event description:
It was reported to philips that there was an intermittent x-ray tube current error affecting diagnostics on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service cleaned the bushings and adjusted the tube; follow-up was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).